Event description:
When the deltaplush cerecyte microcoil 3 mm x 6 cm (cpl100306-30/g12433) was advanced to aneurysm; it could not be placed in the aneurysm properly. So the coil was once pulled back. However, the sheath could not be resheathed. The coil was removed safely with the sheath open though detachment was not conducted. It was noted during analysis that the coil was returned unsheathed and severely damaged.

Manufacturer narrative:
When the deltaplush cerecyte microcoil 3 mm x 6 cm (cpl100306-30/g12433) was advanced to aneurysm; it could not be placed in the aneurysm properly. So the coil was once pulled back. However, the sheath could not be resheathed. The coil was removed safely with the sheath open though detachment was not conducted. It was noted during analysis that the coil was returned unsheathed and severely damaged. The sl-10 microcatheter (details unknown) was not returned. The coil was returned unsheathed and severely damaged. Located 9.8 cm off the proximal end, the sheath has been split lengthwise for 98.4 cm. Located on the top proximal end of the resheathing tool¿s cutout, the v notch has been embedded and fractured by the sheath. The material at the distal end of the fracture has been raised above the surface plane. The coil¿s socket ring is off to the side and is located down inside the pet outer sheath. Based on the information and the analysis, the event was confirmed. No corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting.